Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having trouble charging and the patient really needed a manufacturer representative (rep) on site. The patient noted that the rep gave her stickers, which resolve the charging issues. The patient noted that the implantable neurostimulator (ins) was put in her buttock and she has to always lay down to charge the ins. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. 2020-mar-02 additional information was reported from the patient. They restated that their ins placement was in their butt and they had to lay on the antenna to charge. The patient shared that she has "a lot of tissue" and "I can move it around" in the pocket and it has always been that way. No further complications were reported.